Manufacturer narrative:
(B)(4). Patient was born sometime in (B)(6). (B)(4). Report source: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08185, 0001825034 - 2018 - 08187, 0001825034 - 2018 - 08188.

Event description:
It was reported patient experienced hip pain approximately 3 years post initial hip arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a UK MFR number.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a UK MFR number.